Event description:
A patient reports while wearing a pod their blood glucose level had rose to 550 mg/dl, the patient reports removing the pod from the infusion site.

Manufacturer narrative:
The returned device was evaluated and a tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed damage could not be determined. As such, it could not be determined if the torn cannula is conclusively linked to the reported event. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Manufacturer narrative:
The returned device was evaluated and a tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed damage could not be determined. As such, it could not be determined if the torn cannula is conclusively linked to the reported event.